Manufacturer narrative:
Evaluation summary: the device was not returned for evaluation. The product was not returned for analysis. All product and batch history records are quality reviewed prior to product release. Root cause cannot be identified at this time. Additional information was requested. (B)(4).

Event description:
A customer reported during an intraocular lens (iol) implant procedure, the patient experienced a hole in their capsule. Additional information was requested.